Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. On this date multiple events occur of 10 minutes duration which would indicate the device was switching itself on automatically and continue until (B)(6) 2011. The pad-pak was changed out, but on (B)(6) 2012 multiple events continue. On (B)(6) 2012 the device failed a manual test due to low battery. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.